Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the unknown head and liner as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4). Pfs and medical records received. Medical records were reviewed for MDR reportability. According to the medical records, upon entering the hip, yellowish milky synovial fluid and a synovial cyst were encountered. The patient was found to have a malunion of the trochanter as well as a loose femoral stem. There is no new information that would affect the existing MDR decision.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4).reason for original complaint-patient was revised to address stem subsidence.update (B)(4) 2014 - reopen due to remediation project.update rec'd ((B)(4) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf, sticker sheets, and implant records received. In addition in what was previously alleged, ppf alleges bone fracture, metal wear, and metallosis. Added law firm. Added unknown hip implant for the alleged bone fracture. Doi: (B)(6) 2010 - dor: (B)(6) 2012 (right hip)